Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "system fault 41,622 occurred 1 0 0 3" was recorded in history. During analysis, error code "41622" was able to be duplicated during motor run test. It was noted that residue was found stuck between gears and was noted to be the cause of the reported issue. Service cleaned residue to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 41622 and screen turn pink triangle. No reported adverse effects or patient injury.